Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon ruptured at nominal pressure upon third dilation. The balloon was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and patient condition was good.

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon ruptured at nominal pressure upon third dilation. The balloon was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and patient condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation device and subjected to positive pressure, liquid was observed to be leaking from a longitudinal tear approximately 5mm long extending proximally from 1mm distal of the distal edge of the distal markerband. The rated burst pressure for this device is not to exceed 12 atm (atmospheres) as referenced in the product specification. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and tactile examination of the hypotube shaft was completed. Multiple kinks were noted on the hypotube shaft from 120mm distal of the strain relief towards the mid-section of the hypotube shaft. No damage or any other issues were noted with the hypotube shaft that could have contributed to the complaint incident. There was slight damage noted to the tip of the catheter. No other damage was noted with the tip of the catheter that could have contributed to the complaint incident. A visual and tactile examination of the shaft polymer extrusion was completed. No damage or any issues were noted with the polymer extrusion shaft that could have contributed to the complaint incident. No damage or any issues were noted with the tip or markerbands that could have contributed to the complaint incident. There was no burrs or uneven edges observed on the markerbands. A visual and microscopic examination observed no damage to the blades. All blades were intact and fully bonded to the balloon surface. No damage or any issues were noted with the blades that could have contributed to the complaint incident. No other issues were noted during analysis.